Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have unstable motor speed. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: france.

Event description:
It was reported that outside of surgery, the device would not start. During product evaluation, it was found that the motor speed was unstable. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There was no adverse event associated with this malfunction.